Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock. It was noted that there were two episodes of t-wave oversensing with anti-tachycardia pacing therapy. The lead is still in use and will be revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.